Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a275 (serial: unknown); product type: 0200-lead; implant date (B)(6) 2018; explant date (B)(6) 2024; g2: the country of the event is jp h6: codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for fnss. It was reported that during normal use, high impedance occurred, rendering one electrode completely unusable. There were no particular environmental, external, and patient factors that may have caused the event. Regarding the occurrence of impedance failure, it is unclear when it actually started because the doctor was following up on it and it occurred before the change of responsibility. According to the doctor, multiple impedance measurements and changes of stimulation electrodes were performed to continue its use. Surgical intervention occurred. During the operation on (B)(6), the ins implanted in the buttocks was removed, and the connection was checked. It was confirmed that the issue was not with the ins but that the lead was broken, so it was replaced. The physician's opinion regarding the causal relationship was the product. The details were that there is a high possibility of deterioration over time, but a high impedance value was produced. The issue was resolved at the time of the report. No health damage was reported as the patient outcome.

Event description:
Additional information was received from a manufacturer representative. It was reported that the timing of the first high impedance was unknown. It was measured at the facility where the device was adjusted by the doctor. As far as the rep could see, they could not find any clear breaks or scratches on the lead. The collected product was 90 cm so it appeared that the documented product ID was wrong.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a290 (serial: unknown); product type: 0200-lead; implant date (B)(6) 2018; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis of the lead found that the returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.